Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when advancing the catheter over the guidewire, the catheter was "stuck with guidewire". The physician removed the catheter and guidewire together and the guidewire was bending and "unwinding". A new device was used and procedure successfully completed. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: when advancing the catheter over the guidewire, the catheter was "stuck with guidewire". The physician removed the catheter and guidewire together and the guidewire was bending and "unwinding". A new device was used and procedure successfully completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a lidstock for analysis. Visual analysis revealed that the guide wire was unraveled from the distal end. Microscopic examination revealed that the separation point of the core wire was discolored and tapered , confirming that the separation occurred at the distal weld. The distal weld also contained signs of necking , which indicates undue force contributed to the breakage. The proximal weld appeared to be spherical and full. Visual examination of the catheter could not be performed as it was not returned for analysis. The total length of the returned core wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. This indicates that the entire wire was returned. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. Dimensional examination of the catheter could not be performed as it was not returned for analysis. The proximal end of the returned wire was able to pass through a lab inventory catheter with minimal resistance. Functional examination of the catheter could not be performed as it was not returned for analysis. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously. Warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire unraveled in use was confirmed through examination of the returned sample. The returned guide wire was unraveled from the distal end. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of the guide wire separating/unravelling. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event; however, the probable cause of the guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.